Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported thrombus occurred. In (B)(6) 2017, the patient underwent a left atrial appendage (laa) closure procedure. A 30 mm watchman ® laa closure device was implanted in the laa. In (B)(6) 2018 it was reported the patient had thrombus on the closure device.

Event description:
It was further reported that the patient was seen in clinic for standard follow up appointments. No transesophageal echocardiograms (tee) were performed after the initial 45 day follow up. There was no thrombus at 45 days. There was no change in the device or leaks noted at follow up. The patient was taking plavix and asa at the time. The patient was placed back on eliquis after thrombus was noted. Six weeks later tee was repeated and a small amount of thrombus was still present. The patient remains on eliquis.

Manufacturer narrative:
Outcomes attrib. To ae, event date, describe event or problem: updated. (B)(4).